Event description:
It was reported that the procedure was to treat a moderately calcified, heavy tortuous lesion in the left circumflex artery (lcx). A 3.0x38mm xience alpine stent was implanted; however, during post dilation a dissection was observed at the distal end of the stent. A 3.0x15 mm xience alpine stent was implanted to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.